Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for routine follow up. The lead was found to be dislodged which was confirmed on chest x- ray. The lead also exhibited insulation anomaly. The lead was explanted and replaced. The patient experienced muscle stimulation. The patient tolerated the procedure well and was in a stable condition.